Manufacturer narrative:
Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that when using the system the screen froze at the registration panel. The power was forcibly shut down, and "no signal" was displayed when the power was turned on again. The issue was resolved after disconnecting and reconnecting the board on the back. There was less than an hour delay in the procedure. No impact on patient outcome.